Event description:
It was reported that the patient had trouble taking a reading on their patient electronic system (pes). Multiple troubleshooting scenarios were attempted with no success until a successful reading was taken by transitioning the patient to a standard bed and using pillows to block the system controller and batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the electromagnetic interference (emi) was not confirmed but the patient had not had any issues since. There was no adverse impact and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined. It was reported that the patient had difficulty taking a reading on the patient electronics system (pes). Troubleshooting included determining that the pes was plugged into a wall outlet and that the pes was placed on a motorized bed. A reading was started without the patient. ¿white then jumped to blue briefly¿ was obtained. A bed pillow was placed under the pes, which resulted in a reading ¿fluctuating between white and blue¿. The power strip to the bed was turned off, resulting in a reading of ¿fluctuating between white and blue.¿ the pes was moved from the middle of the bed to the head of bed, and a ¿blue¿ reading was obtained. The pes was moved to the foot of bed, and a ¿blue¿ reading was obtained. The pes was moved to standard bed in another room, plugged into a wall outlet, and powered on. A reading was started without the patient. ¿white¿ was obtained. The patient¿s spine was centered, and their head was on the headrest. It was noted that the patient is very tall ¿ their head was just above the top of the pes. Bed pillows were placed between the left ventricular assist device (lvad) batteries/controller and pes. A reading was started, and music started immediately. Physiological reading and transmission were noted to be successful. An additional reading with the same setup/position was taken. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further results have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.